Event description:
In 2008, the pt reported experiencing air bubbles in his insulin cartridges. He stated, "I either have to wait for the air bubbles to go through the line into me which will cause my blood sugar to get extremely high or prime the air bubbles out." Blood glucose values were not provided. He stated that he inserts the insulin cartridge into the infusion pump then attaches the adapter. He was advised to attach the adapter and infusion tubing to the insulin cartridge prior to insertion into the infusion device. He stated he does allow the insulin to reach room temperature before use. The pt was assisted with filling a new insulin cartridge and performing the change cartridge procedure. The pt was then able to prime the infusion tubing. He confirmed that no air bubbles were present in the insulin cartridge or infusion tubing. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.